Event description:
It was reported that the right ventricular lead exhibited sensing noise resulting in inappropriate shock. A chest x-ray was performed, and it was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.